Event description:
It was reported that the device would not power on. There was no report of patient involvement associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be a partially disconnected cable to the j11 pcb mounted connector on the power pcb assembly. The cable was fully reconnected to the j11 connector and the locking latch secured to resolve the reported issue. Proper device operation was confirmed through functional and performance testing the device returned to the customer for use.